Manufacturer narrative:
Product event summary: a distal portion of the lead was returned. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429678 lead implanted: 2013 (B)(6); (B)(4) ICD implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient had a pocket infection. It was further noted that there were high atrial thresholds. The physician removed the entire crt-d system due to the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.